Event description:
It was reported that a patient¿s vns device was found to have high impedance. X-rays were ordered, but have not been reviewed by the manufacturer. No known surgery has occurred to-date. Additional relevant information has not been received to date.